Event description:
The sale rep reports that during a lap appendectomy procedure, the surgeon went through the aorta with trocar. The pt has had 3 re-operation and is still on ventilator. No return device.